Manufacturer narrative:
Patient received a prodisc c implant on (B)(6) 2023 at level c6/7. Following surgery, patient had persistent arm pain, patient was revised to a fusion with a camber stand alone cervical cage on (B)(6) 2023. No device malfunction was indicated. An MDR is indicated for this complaint. A review of the DHR identified no anomalies. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation will be completed by exponent following their approved prodisc c device evaluation protocol. It was confirmed that a removal took place due to ongoing patient arm pain. A device malfunction was not indicated and no reason for the arm pain could be determined. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that an impromptu prodisc c vivo removal was completed on (B)(6) 2023.